Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a lap sponge. The customer reports that during a surgery, the threads of the product stayed inside the surgical cavity. The threads were then removed by the surgeon with a blunt forcep. The pt was already receiving antibiotics for the surgery; therefore, was not given add'l antibiotics. The case was referred to risk mgmt for a post f/u and monitoring for possible infection.